Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary functional evaluation of the submitted device could not replicate the reported problem.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt punch handle worn, will not grasp/lock into and hold keel punch. Surgical delay of 3 minutes reported.

Manufacturer narrative:
Product complaint # ==> pc(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.